Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 4 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ pen needles expired. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that consumer was using pen needles that have expired. Verbatim: consumer stated she has been using pen needles that have expired. She has not experienced any problems. Wanted to know if okay to continue to use them. Consumer could not provide a lot number, just stated, they are bd nano pen needles. Stated, a friend gave them to her. Explained to consumer, she should discontinue using pen needles that have expired.

Event description:
It was reported that bd ultra fine¿ pen needles expired. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. It was reported that consumer was using pen needles that have expired. Verbatim: consumer stated she has been using pen needles that have expired. She has not experienced any problems. Wanted to know if okay to continue to use them. Consumer could not provide a lot number, just stated, they are bd nano pen needles. Stated, a friend gave them to her. Explained to consumer, she should discontinue using pen needles that have expired.

Manufacturer narrative:
The following fields have been updated with additional information: site legal name (FDA): becton dickinson and co. - dun laoghaire, ireland d.1. Medical device brand name: bd ultra fine¿ pen needles. D.2. Common device name: hypodermic single lumen needle. D.3. Medical device manufacturer: dun laoghaire. D.2. Medical device catalog #: 320122. D.4. Medical device expiration date: n/a. D.4. Medical device lot #: 6244607. D.4. Unique identifier (UDI) #: (B)(4). D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-01-15. G.1. Manufacturing location: (B)(6). G.5. PMA/510(k)#: k162516. H.3. Device returned to manufacturer: yes. H.4. Device manufacture date: 2016-08-31.

Event description:
It was reported that bd ultra fine¿ pen needles expired. This was discovered during use. The following information was provided by the initial reporter: material no. 320122 batch no. 6244607 it was reported that consumer was using pen needles that have expired. Verbatim: consumer stated she has been using pen needles that have expired. She has not experienced any problems. Wanted to know if okay to continue to use them. Consumer could not provide a lot number, just stated, they are bd nano pen needles. Stated, a friend gave them to her. Explained to consumer, she should discontinue using pen needles that have expired.

Manufacturer narrative:
H.6. Investigation: customer returned four (4) used 32gx4mm bd pen needles from lot 6244607. Consumer stated she has been using pen needles that have expired. Samples from lot 6244607 were manufactured in august 2016 and have a shelf life of five years, therefore, these samples have not yet expired. Since no evidence of manufacturing defect was observed the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needles expired. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that consumer was using pen needles that have expired. Verbatim: consumer stated she has been using pen needles that have expired. She has not experienced any problems. Wanted to know if okay to continue to use them. Consumer could not provide a lot number, just stated, they are bd nano pen needles. Stated, a friend gave them to her. Explained to consumer, she should discontinue using pen needles that have expired.